Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 3mmol/l. The customer¿s current blood glucose value was14.4 mmo/l. The customer treated low blood glucose value with suspending pump and carb intake. The customer report did not allege over delivery on insulin pump. Customer was using auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.